Event description:
It was reported that (1) device was used during a radial artery procedure. It was reported by the rep that after 5 to 10 minutes of the procedure, the blades would tone out or have to be changed. The handpieces are suspect (hp051 and hp052). There was no consequence to the pt.